Manufacturer narrative:
H.6. Investigation: one photo was submitted for evaluation. A center piece of the interlink appears to be short. This defect is likely to occur when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for that lot were performed per established quality controls and passed, therefore there is no reason to suspect that cooling of the pin was interrupted for a long time. Additionally, retain samples for this lot were no longer available however retain samples from the lot molded in january 2020 were inspected, the defect was not observed. This further suggests that the reported defect was most likely a rare occurrence, such as a temporary blockage of a cooling flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Probable root cause conclusion: molding process ¿ the most probable root cause is an overheated core pin.

Event description:
It was reported that cannula interlink threaded lock mlingual was damaged. The following information was provided by the initial reporter: the centre piece of the interlink threaded lock was either broken or short.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cannula interlink threaded lock mlingual was damaged. The following information was provided by the initial reporter: the centre piece of the interlink threaded lock was either broken or short.